Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm approx 3 years ago. Vessel morphology was reported at that time as an aortic neck diameter of 24-25mm with a very challenging anatomy with a >60 degree neck angle. Due to the pt's age and other co-morbidities, the physician decided to do evar. It was reported that the pt presented to the ER with back and abdominal pain. A CT scan revealed an aortic neck angle of 90 degrees; aneurysm expansion to a diameter of >7 cm with a 2 cm distal migration of the stent graft as well as a large type 1 endoleak; proximal neck diameter had increased to 27-28-31 mm. The physician placed a talent converter graft from the right and a talent occluder on the left and performed a right to left femoral-femoral bypass with excellent results. Final angiogram showed complete exclusion of the aaa sac. No additional clinical sequelae were reported and the pt is fine.

Event description:
It was reported that the patient died from pulmonary disease.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Eval, results: (stent graft migration, endoleak). Results/conclusion: (disease progression; neck dilatation and angulated neck).